Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer reported that the reservoir compartment was broken and reservoir could not stay in place. Customer reported that insulin pump had fallen on wooden floor before. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.